Manufacturer narrative:
Device evaluated by MFR: the peripheral cutting balloon was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 9mm distal of the proximal markerband. A visual examination of the returned device identified that one of the blades had detached from the balloon material. All the other blades were present and fully bonded to the balloon surface. A visual examination observed no damage to the tip. One blade was found to have separated from the pad. The separated blade was not returned for analysis. All blades other blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified with the device.

Event description:
Reportable based on device analysis completed on 03oct2025. It was reported that balloon catheter did not work well tight stenosis lesion. The tight stenosed target lesion was located in the arteriovenous fistula. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon catheter did not work well on tight stenosis lesion. The procedure was completed with this device. There were no patient complications as a result of this event. However, device analysis revealed a balloon pinhole located approximately 9mm distal of the proximal markerband and detached blade.